Event description:
It was reported that the patient has expired after implant duration of approximately 0.03 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided. Information learned from implant patient registry (B) (4)

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. The patient also has another related event. (B) (4). Two requests were made via fax for the device, operative report, and additional information, however, no additional information was provided and no device was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.